Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer could not activate bipolar energy. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse guided the customer to replace the backup bipolar cable, but issue remained with the new cable. The tse guided the customer to power cycle the erbe generator. The customer stated that they had power cycle the system and replaced the backup generator, but the issue still remained. The tse guided the customer to replace another bipolar instrument; however, the issue persisted. Then tse suggested the customer to power cycle the system. The customer informed that the surgeon had move to another surgeon side console to continue the procedure and bipolar could activate well. The customer confirmed that they could transfer the signal control from the defective ssc to the new ssc with the foot switch. A system log review confirmed no related errors on the system and the integrated electrosurgical unit (erbe). The customer encountered the same error when they switched back to the defective ssc. The procedure was completed as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the system was a dual console system. The procedure was completed robotically with the second surgeon side console (ssc). A field service engineer was dispatched to the site and successfully resolved the issue by rebooting the malfunctioned ssc, cleaning the fiber and fiber connectors, and deleting the personal computer memory card international association (pcmcia) archive files. The system functionality was check upon when powering the system and the system functioned normally with no errors. No patient information was provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse come onsite and started the system, checked the bipolar activating status using the ssc1 and the tool bipolar. The bipolar worked normally. The fse found error 54, 55, 901 in the error logs. The fse cleaned the fibers and the fiber connectors. The fse deleted the personal computer memory card international association (pcmcia) archive files to resolve the errors. System was tested and verified as ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.